Manufacturer narrative:
(B)(4). The patient reported that plastic adapter separated from the transfer set. Per baxter labeling, the transfer set is to be used with a titanium adapter. Furthermore, it warns, ¿baxter has no control over variability, tolerances, mechanical strength or changes in these products which may be made from time to time. Therefore, baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). . As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a disconnection of their transfer set from their pd adapter which subsequently caused the pt to develop peritonitis. The pt reconnected the disconnected parts and resumed pd therapy that night. The patient¿s transfer set had been in use for one week and was not changed out. On the day of the onset of peritonitis, the patient was hospitalized for the event. The pt received unspecified antibiotic therapy (dose, route and frequency not reported). At the time of this report, pd therapy was ongoing. Three days after being admitted, the pt was discharged from the hospital. At the time of this report, the patient fully recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient recovered from the peritonitis on an unreported date in the first week of (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.